Manufacturer narrative:
A complaint of undersensing was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Upon review, it was discovered that the implantable cardiac monitor exhibited under-sensing. Programming changes were performed. Patient was in stable condition.